Event description:
It was reported that the pump would not turn on. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were in excellent condition with no visible contamination. A review of the event history log (ehl) identified pump motor drive off post. During the functional testing the reported issue was able to be duplicated. The pump motor off post caused by depleted battery. Depleted battery alarm was in ehl several times and before that the low battery alarm happened. The root cause of the issue was the customer did not recharge battery pack after depleting it. Replaced the battery. Performed power up and self-test process.